Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2938836-2019-02975. During follow-up, inappropriate atp was noted due to oversensing caused by dislodgement of the left ventricular (lv) and right ventricular (rv) leads. The device was reprogrammed to deactivate the lv lead, and a revision of both the lv and rv lead is anticipated but not yet scheduled. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No malfunction was observed.